Event description:
The customer reported an intermittent problem with the elevation function. System is still in use.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.